Event description:
It was reported that patient underwent knee revision approximately two and a half months post-implantation due to pain, difficulty ambulating, and loosening of the tibial component. During the revision, the poly insert was found in the retropatellar space. The surgeon noted that the locking mechanism was intact but the poly component had not been completely seated into the tibial tray. A new poly insert was placed without complication. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records. Medical records were provided and reviewed by a health care professional. Review found poly insert has detached from the tibial component and migrated into retropatellar space. The locking mechanism appeared grossly intact but it appeared that the poly component had not been completely seated into the tibial tray. However, initial surgical records from (B)(6) 2017 found the poly would not lock into place so a new poly was used with no complications. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Medical devices: stemmed tibial component precoat a/p wedged for cemented use only size 4 catalog#: 00598800400 lot#: 63402724, unknown femoral catalog#: ni lot#: ni. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent knee revision approximately two and a half months post-implantation due to pain and reported loosening of the tibial tray. Articular surface was revised. Attempts have been made and no further information has been provided.